Event description:
It was reported that the remb micro drill motor pulsed when the safety switch was on and the switch was not depressed. No delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The reported event was duplicated. Through visual inspection, the engineer observed corrosion in the device.

Event description:
It was reported that the remb micro drill motor pulsed when the safety switch was on and the switch was not depressed. No delay, no medical intervention, and no adverse consequences were reported.